Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced cold symptoms and thinking her symptoms were associated with her cold, a bg was not preformed. After eating watermelon, the patient self-treated with insulin and an unspecified time later, the patient¿s cgm displayed 90 mg/dl. The patient was at a bakery with her son when she lost consciousness and fell to the ground. Emergency medical services was called, the patient was treated with glucose and transported to the hospital. The cgm/bg values at the time of the event were not provided. The patient was admitted to the hospital and diagnosed with a hypoglycemic event and a fractured skull. The patient is unable to recall the details of the event. At the time of the report, the patient remained hospitalized. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.